Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following finding: the meter was passed testing with no faults found. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient tests his blood glucose 4x daily. The patient manages his diabetes with novolog insulin (3 ½ units with meals) and lantus insulin (58 units in the morning/ 68 units at night). The patient's usual or expected blood glucose reads around "150 mg/dl." The alleged issue began about 1 ½ months prior to contacting lfs. The patient continued to follow his usual diabetes management routine. On (B)(6) 2012 about 715am, the patient obtained a blood glucose result of "95 mg/dl" with the subject meter. The patient administered self his usual dose of lantus insulin (58 units) and denied taking his novolog insulin that morning. About 15-30 minutes after that, the patient reportedly was drinking his coffee and claims he must have "passed out." About 1-2 hours later, the patient's wife had found the patient passed out and tried to give him orange juice. Emergency medical services (ems) was immediately contacted. By the time ems arrived, the patient reportedly was slowly regaining consciousness. The patient obtained a blood glucose result of "61 mg/dl" with the subject meter and "31 mg/dl" on the ems meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient was given intravenous (IV) glucose as treatment and was taken to the emergency room (ER) for observation. The patient did not specify results obtained with the ER meter. The patient was later discharged that same afternoon. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.